Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the ultram12 product. He discarded the units so does not know any lot number.

Event description:
Intermittent catheter patient (user) said he was treated for a urinary tract infection recently concurrent with catheter use. During follow-up, the patient said he prescribed an antibiotic, took the full course, and recovered.